Event description:
It was reported that during a trochanter femoral nail procedure at the user facility the device disassembled after insertion of a guidewire. The incision was widened in order to retrieve the guidewire using a different device. This malfunction caused an approximate 40 minute delay in the procedure. It was confirmed that no other pieces disassembled from the device, and that no pieces unintentionally entered the surgical site. The procedure was completed successfully; no other adverse consequences were reported and no additional anesthesia or medical intervention was required.

Event description:
It was reported that during a trochanter femoral nail procedure at the user facility the device disassembled after insertion of a guidewire. The incision was widened in order to retrieve the guidewire using a different device. This malfunction caused an approximate 40 minute delay in the procedure. It was confirmed that no other pieces disassembled from the device, and that no pieces unintentionally entered the surgical site. The procedure was completed successfully; no other adverse consequences were reported and no additional anesthesia or medical intervention was required.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the attachment was confirmed by a manufacturer repair technician through visual inspection. It was confirmed that the device disassembled at the press fit seam and was in two pieces. After disassembly at the press fit seam, the remaining pieces (the drive shaft and the chuck) are highly visible; therefore, if they were to come in contact with a surgical site, they could be easily removed. Therefore, there is no safety risk associated with this malfunction. The attachment is not a repairable device and will therefore not be returned to the user facility.